Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of alerts for possible output circuit and high voltage lead damage were confirmed in the laboratory. During bench testing, the hv output circuits on the device were found to be damaged. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia, diagnosed by the device as vf. The device also showed alerts for possible output circuit and high voltage lead damage. Noise was seen on stored egms. The system was explanted and replaced.